Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: item#00235701706 distal lateral fibular plate right 6 holes 106 mm length lot# 63004347, medical product-3.5mm lk scr 2.7mm16mm le catalog#:00235901638 lot#:unk, 2.7mm locking screw 24mm long catalog#:00482802402 lot#:unk. Complaint sample was evaluated and the reported event was confirmed. Visual inspection on the returned products noted discoloration on the plate around the screw hole and an unknown screw seized in the hole. Product identification of the seized screw could not be done due to the damage and discoloration on the screw head. The returned products were sent to sem for further analysis. Eds semi-quantitative elemental analysis of the discoloration indications on the plate revealed c, n, o, na, mg, p, cl, k, and ca as the major foreign elements. The source of these elements could be from various potential contaminants including biological soft tissue and bone, dried biological fluids (i.e. Blood), bone cement (calcium phosphate-based), corrosion/metal oxide product or various decontamination solutions (i.e. Hospital detergents). It is inconclusive whether the discoloration indications on the plate are a result of corrosion products, biological, or environmental contamination. Discoloration free areas on the locking plate showed that the elements identified were conforming to print specifications. Discoloration free areas on the screw noted the material is consistent with biodur 108 ss alloy. Was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04640.

Event description:
It was reported that upon removal of the fibular plate, it was noted that there was corrosion on the plate and the patient had black, necrotic tissue. Attempts have been made, however, no further information is available at this time.